Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145493.

Event description:
It was reported that the patient's atrial lead exhibited failure to capture resulting in patient symptoms of syncope. The reported lead was explanted and replaced. The patient's condition was unknown.